Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. Interventions included reprogramming specifically initial activation post-surgical intervention. The patient reported inadequate and painful paresthesia coverage. The stimulation turned itself on and off intermittently. The patient reported painful hardware with shocking sensation. The patient reported adequate stimulation was obtained after programming. The device was interrogated and no problems were noted with the stimulator or leads.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The health care professional of a clinical study reported the patient had a loss of pain coverage. The patient had paresthesia that went around in places they did not want and it was no longer helping their leg pain as it used to. Too much leg stimulation was noted. The device was reprogrammed a couple of times. The etiology was due to programming and was related to the device or therapy and not related to the implant procedure. Additional information from the representative reported they had an event where they turned the ins group to 0 volts but after exiting the patient had amplitudes on their patient programmer to where they were previously. The representative believed they exited properly. The patient also had uncomfortable stimulation and overstimulation. There was warmth at the pocket when stimulation was on. Impedance measurements were normal for the patient. No recent medical tests or electromagnetic interference environmental exposure. No falls or traumas related to the issue. The event was considered resolved without sequelae for the paresthesia and loss of pain coverage. There was no indication the warmth at the pocket had resolved. If additional information on diagnostics, troubleshooting, interventions, or outcome is reported a follow up report will be sent. Patient&#38112;indication for use is spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis the device turning off and on by itself. The clinical diagnosis was intolerable paresthesia. The outcome was unresolved at the time of study exit/death/study closure. Interventions included explanting and not replacing the device. The event resulted in an unscheduled clinic or office visit. Diagnostic methods included examination. The patient reported intolerable paresthesia in her legs when she turned the device up high enough to help her back pain. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to programming/stimulation.

Event description:
Additional information received reported that the patient reported that the device was turning itself on and off intermittently. This was believed to have been caused by the poor connection between the lead and implantable neurostimulator (ins). The poor connection resulted in intermittent stimulation being delivered to the patient and gave the patient the sensation that the device was turning on and off. This was resolved after surgical revision.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was poor connection between leads and implantable neurostimulator (ins). The clinical diagnosis was a loss of pain coverage. The patient had inadequate paresthesia coverage, too much leg stimulation. The patient reported inadequate and painful paresthesia coverage; stimulator turned itself on and off intermittently. The patient reported painful hardware with "shocking sensation." Interventions included reprogramming attempts and an unscheduled clinic of office visit. Interventions included surgical intervention. The leads were unplugged from the ins, dried plugs and leads and then replugged leads back into the ins. The event was related to the device or therapy and not related to the implant procedure. The outcome was reported as ongoing.